Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was leakage from the connection site. The following information was provided by the initial reporter. The customer stated: "in the process of use, fluid leakage was found. The infusion connector was replaced in time, which did not affect the patient."

Manufacturer narrative:
Investigation summary: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055013. From the information provided by the customer it appears that the leakage occurred from the connection of the smartsite to an unknown infusion set. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21055013 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance, without the complaint sample or additional information about the exact nature of the defect it is not possible to conclusively link this feedback to a specific failure mode.